Event description:
It was reported that during central processing, the user facility identified a broken thread on the pk dissecting forceps instrument . No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. There was also an indentation at the edge of the distal pulley. Electrical continuity testing was performed and passed. An additional observation not reported by the customer was main tube damage. The distal end of the main tube had various scratch marks showing light material removal. Scratches were short in length and not axially aligned with the main tube. Evidence not conclusive, but main tube damage and pulley indentations may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.